Event description:
It was reported that a burning smell was coming from a homechoice (hc) machine while connected to a patient. The technical services representative (tsr) arranged to swap the device. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the exact age of the patient is unknown however it was reported that the patient was an adult. The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event history and visual inspection were performed with no issues noted related to the reported condition. Functional testing identified a faulty power supply with a burnt fuse. This confirmed the reported burnt odor. To address this condition, the power supply was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.